Event description:
It was reported that a malfunction occurred with a pump. The customer¿s blood glucose level exceeded safe thresholds. No information regarding corrective actions taken by the customer or technical support was available. No additional information was received regarding the outcome of the event. Upon follow up customers bg level did not exceed 500 bg level is 355 mg/dl. Cts provided pump reset information. Cts walked caller through pump reset. After reset pump reset cgm error code did not reappear.